Event description:
It was reported that the left ventricular (lv) lead had pulled back to the superior vena cava. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2008 (B)(6); 507652 implantable pacing lead 2008 (B)(6). (B)(4).